Event description:
It was reported that infusion set cannula was kinked and patient had high blood glucose levels which was treated with correction bolus and a correction injection on (B)(6) 2026, and the symptoms were observed within three hours of insertion.

Manufacturer narrative:
MDR (B)(4) / initial 3 of 6. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.